Event description:
Customer reported that upon application of an adc freestyle libre sensor, the "needle remained in her arm". Customer was unable to test and experienced unspecified hypoglycemia symptoms on 19-apr-2019. Customer was treated with sugar by the healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Visual inspection was performed on the sensor plug assembly and uncurled side snaps were observed, indicating improper assembly by the user. Sensor applicator and sensor pack were not returned. This case is not confirmed to use error. Extended investigation was also performed. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor applicator and sensor pack are returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that upon application of an adc freestyle libre sensor, the "needle remained in her arm". Customer was unable to test and experienced unspecified hypoglycemia symptoms on (B)(6) 2019. Customer was treated with sugar by the healthcare provider. There was no report of death or permanent injury associated with this event.